Event description:
It was reported: a patient was delivered a c31 liquid oxygen stationary unit to his home. The pt had reported to the homecare provider that the unit appeared defective. The patient utilized an alternate liquid oxygen unit for his therapy and avoided using the c31. A representative for the homecare provider went to the home to service the liquid oxygen equipment. The homecare representative placed the pt on the c31 unit that was alleged to be defective and left the home. The patient expired the next day.

Manufacturer narrative:
The patient's mother reports that the FDA has investigated this matter. The device has not been returned for eval. User guide warns: "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not for use by pts who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply."